Event description:
The device was used during a hernia repair procedure. Reportedly, the staples were hung up and did not form properly. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.